Event description:
It was reported the customer received multiple motor error alarms during a prime. Customer's blood glucose was 67 mg/dl. Customer has treated their low blood glucose with food. The customer's father could not recall any significant events leading to the alarm. Customer's father also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump passed basic occlusion and displacement tests. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump was received with cracked case at the display window corners, scratches on lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.